Event description:
It was reported that the patient experienced loss of therapeutic effect following a fall about a month ago. The patient had symptoms of acute pain and sharp "shooting" pain in her lower back that followed down her left leg and foot. Approximately a few weeks later, she had muscle spasms at the bottom of her foot. It was noted that the therapy was working for awhile but the pain was spreading and getting worse. Patient was unable to sleep due to pain being so bad. The patient increased stim and changed programs but did not get relief from her symptoms. The stim was mostly felt in her legs. It was reported that the patient had a "pinching" sensation in her back that started to occur as well. The patient stated she can feel the leads and also has pain and a burning sensation at the pocket site when she tried to communicate with the programmer. A computer axial tomography (CT) scan and x-ray were performed and the doctor did not find any issues. The patient was taking oral medication (''vicadine'') and muscle relaxers for the pain. Patient also experienced constipation since her fall and it was getting worse the longer she was on oral medications. Additionally, it was noted that in 2006, the patient had a spinal cord injury on l5 and l4 which required surgery. It was unclear if this was related to the event. The patient also found a colony of ants inside her programmer 5-6 months after implant and inquired about whether that incident was related to the burning sensation in the pocket site. It was stated that the programmer was still able to communicate with the device. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3487a-56, lot # v634065, implanted: (B)(6) 2011, product type lead; product ID 3487a-56, lot # v634065, implanted: (B)(6) 2011, product type lead. (B)(4).